Event description:
It was reported that a pt underwent surgery in which monocryl suture were used. The reporter stated that the suture packages were opened and placed at the operative table waiting to be used. Four days after the operation, the wound dehisced. When the pt was brought back to the operating room, there were no suture remnants at the wound site. The pt was resutured without further reported complications.